Manufacturer narrative:
As it was reported by an affiliate, during a procedure, the balloon of a powerflex pro burst when inflated to 17atm. This is above the burst pressure but the way the balloon burst is dangerous. The balloon burst in a circumferential manor which led it to become stuck in the sheath. The target lesion was a dialysis fistula that was heavily calcified and very tortuous with more than 80% stenosis. There was no tracking difficulty while the device was advanced through the vasculature and the device did not kink during the procedure. There was no resistance/friction with the concomitant device. The balloon was stuck in the sheath so the sheath was removed from the patient. A new sheath was then introduced and the procedure was completed with a boston scientific sterling balloon. There was no report of injury for the patient. One non sterile catheter powerflex pro 8.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. There were blood residues observed in the catheter. The balloon was inflated and deflated. An axial balloon burst was observed. The middle section of balloon was not returned. The middle section of balloon was ripped. A cordis 5f catheter sheath introducer was received with returned device. No other anomalies were observed in the returned device. Leak test required per dp 12169733 rev 1 could not be performed due to balloon conditions. Sem analysis was performed to identify the cause of balloon burst. The balloon external and internal surfaces exhibited no evidence of damaged. This balloon burst failure exhibited no anomalies that could have caused the failure. Proximal marker bands exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures balloon burst burst-above rbp reported by the customer was confirmed. The cause of the failure balloon burst experienced by the customer might be procedure-related since the balloon was inflated by the physician at 17atm and according a label in hub the maxima rbp for this device is 12atm. The exact cause of the secondary failure balloon separated could be the excessive force apply for retrieved the device from the patient ; however controls are placed in the manufacturing line to prevent defective units from leaving the building; refer to work instruction ppe wi ro210035 92. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. The complaint of balloon rupture was confirmed on analysis; however, the exact cause of the confirmed failure could not be determined. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that vessel, lesion and procedural issues, specifically the calcification and tortuousity that may have contributed to the confirmed burst.

Manufacturer narrative:
Device history record: ((B)(4) 2012): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15655924 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Final analysis: ((B)(4) 2012): one non sterile catheter powerflex pro 8.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. There were blood residues observed in the catheter. The balloon was inflated and deflated. An axial balloon burst was observed. The middle section of balloon was not returned. The middle section of balloon was ripped. A cordis 5f catheter sheath introducer was received with returned device. No other anomalies were observed in the returned device. Leak test required per dp 12169733 rev 1 could not be performed due to balloon conditions. Sem analysis was performed to identify the cause of balloon burst. The balloon external and internal surfaces exhibited no evidence of damaged. This balloon burst failure exhibited no anomalies that could have caused the failure. Proximal marker bands exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures balloon burst burst-above rbp reported by the customer was confirmed. The cause of the failure balloon burst experienced by the customer might be procedure-related since the balloon was inflated by the physician at 17atm and according a label in hub the maxima rbp for this device is 12atm. The exact cause of the secondary failure balloon separated could be the excessive force apply for retrieved the device from the patient; however controls are placed in the manufacturing line to prevent defective units from leaving the building; refer to work instruction ppe wi ro210035 92. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As it was reported by an affiliate, during a procedure, the balloon of a powerflex pro burst when inflated to 17atm. This is above the burst pressure but the way the balloon burst is dangerous. The balloon burst in a circumferential manor which led it to become stuck in the sheath. The target lesion was a dialysis fistula that was heavily calcified and very tortuous with more than 80% stenosis. There was no tracking difficulty while the device was advanced through the vasculature and the device did not kink during the procedure. There was no resistance/friction with the concomitant device. The balloon was stuck in the sheath so the sheath was removed from the patient. A new sheath was then introduced and the procedure was completed with a boston scientific sterling balloon. There was no report of injury for the patient. One non sterile catheter powerflex pro 8.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. There were blood residues observed in the catheter. The balloon was inflated and deflated. An axial balloon burst was observed. The middle section of balloon was not returned. The middle section of balloon was ripped. A cordis 5f catheter sheath introducer was received with returned device. No other anomalies were observed in the returned device. Leak test required per dp 12169733 rev 1 could not be performed due to balloon conditions. The sem analysis shows an axial burst at the proximal portion of the balloon that then becomes part of a circumferential tear at 35mm from the distal end. The balloon external and internal surfaces exhibited no evidence of damaged. This balloon burst failure exhibited no anomalies that could have caused the failure. Proximal marker bands exhibited no anomalies. The failures balloon burst burst-above rbp reported by the customer was confirmed. The cause of the failure balloon burst experienced by the customer might be procedure-related since the balloon was inflated by the physician at 17atm and according a label in hub the maxima rbp for this device is 12atm. The exact cause of the secondary failure balloon separated could be the excessive force applied for retrieving the device from the patient; however controls are placed in the manufacturing line to prevent defective units from leaving the building; (B)(4). Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint of balloon rupture was confirmed on analysis with an axial burst then a circumferential tear. Review of the information provided suggests that initially there was an axial burst at the proximal portion of the balloon and when the device was withdrawn through the sheath, a circumferential tear occurred as a result of the force required to remove the device through the sheath. Recommended procedure dictates removing everything as one unit when resistance is felt, that would also include the sheath, in order to prevent these types of issues from occurring. Review of the information provided suggests that lesion characteristics (80% stenosed and heavily calcified) and/ or procedural factors (inflating above rate burst pressure) may have contributed to the axial burst. The circumferential tear may be a result of withdrawing the device against resistance after an initial axial burst. Inspections are in place to ensure that no damaged products leave the facility and there is nothing in the analysis or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Event description:
As it was reported by an affiliate, during a procedure, the balloon of a powerflex pro burst when inflated to 17atm. This is above the burst pressure but the way the balloon burst is dangerous. The balloon burst in a circumferential manor which led it to become stuck in the sheath. Both sheath and balloon are enclosed for analysis